Manufacturer narrative:
No medical images have been made available to the manufacturer and no medical records were provided or reviewed. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there has allegedly been a couple of dialysis catheters with cuff migration in the last month. It was further alleged that the catheter had migrated out. The device was then removed and healthcare providers did not plan to put another dialysis catheter in. There was no apparent patient injury.

Event description:
It was reported that a dialysis catheter with a cuff had allegedly migrated out. The device was then removed and healthcare providers did not plan to place another dialysis catheter. There was reported patient injury.

Manufacturer narrative:
Investigation summary: one glidepath 14.5fr 23cm d/l catheter was returned for evaluation. No anomalies were noted with the catheter or tissue cuff. Therefore, as no damage was noted and the conditions of use could not be replicated the investigation will remain inconclusive for the alleged defective cuff. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. PMA/510k. Event, device evaluated by MFR, (device code 2), (method), (results), ( conclusion).